Manufacturer narrative:
Serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of a no external power alarm regarding the mpu was confirmed via the provided log file. The log file contained data spanning approximately 20 days ((B)(6) 2021 per time stamp). A no external power alarm was observed on (B)(6) 2021 at 8:34 while the mpu was in use; the alarm appeared to have been caused by a loss of ac power, as the rsoc steadily decreased. The alarm intermittently cleared and reactivated several times within the same minute due to the rsoc values fluctuating after the first activation, and the alarms cleared when power was restored to the system. No other notable events regarding the mpu were observed, and all observed low speed / pump stop events within the log file have been addressed via the pump¿s investigation. The mpu (serial number unknown) was not returned for analysis. Questions regarding the mpu and the event were asked multiple times and no responses were received. The root cause of the observed loss of ac power within the log file was unable to be conclusively determined through this analysis. The heartmate ii patient handbook (rev. F, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook (rev. F, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that review of the log files showed no external power events on (B)(6) 2021 and (B)(6) 2021.